Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was patient stated they forgot to charge the implanted device the other day and now they are getting the settings not available message on group a when they try to increase stimulation. Patient stated they are able to increase the stimulation in group b but they are not getting the same benefit that they used to get on that setting at 3.1 amplitude. Pt clarified they increased to 3.8 but are not feeling any stimulation. Patient service specialist asked if patient has had any traumas or falls and patient stated no. Message was sent to the local field representative about patient call. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient's contact had them switch channels to c. The patient was using a but it no longer worked. This winter the patient would like to get a fixed. A provided about 90% relief and c is about 50%. The issue was resolved temporarily.